Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that without any user interaction with the programmer's screen, the cursor moved spontaneously and pressed buttons. During this behavior, the emergency mode button was activated and the system came close to delivering a shock. The session was immediately terminated preventing further escalation. Subsequent evaluation confirmed that, after startup, the cursor moved on its own and activated buttons including the device model selection button. No patient complications have been reported as a result of this event.